Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring black. Case type ngp. Customer return insulin pump for alleged insulin pump error and was found on october 10, 2022. Device passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement and self-test. Device failed to pass the sleep current test due to high current. Keypad was responsive during testing and passed the keypad voltage test. No anomalies/alerts/alarms noted during testing. P-cap was attached and locked into place properly. Device was successfully downloaded using thus for history files and traces. No alerts/anomalies/alarms noted during testing. Insulin pump error occurred on october 10, 2022 09:47 pm on event date in history file. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on electronic stack, motor pins, force sensor. Unable to perform motor test due to moisture damage on motor pins. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails, cracked case (battery tube), stained serial label, missing display window cover. Insulin pump error is confirmed due to being found in history file and moisture damage to motor pins. Keypad unresponsiveness is not confirmed. Blank display is not confirmed. Unexpected battery power loss & charge/battery lasts less than expected is confirmed due to moisture damage on electronic stack.unable to verify unresponsive buttons due to critical insulin pump error (open book image) alarms. Cosmetic damage was confirmed where cracked battery tube threads and cracked case on the battery tube side was noted. Critical insulin pump error (open book image) alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer also mentioned that the numbers ramping or was the scroll bar moving up or down with no input from the user. Customer stated that the time clock was visible on screen and time clock was advanced. Customer was not able to clear the alarm. Customer stated that insulin pump started beeping and kept telling to restart it and after that as well it wont work. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump.